Event description:
It was reported that during a lead replacement, the new lead would not screw back down and could not be locked into place. The lead was continually reinserted into the ipg without any result. A new ipg had to be used to complete the replacement. The pt had a good outcome and recovered without sequela.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A f/u medwatch report will be sent when the analysis is complete and/or when add'l info is received from the hcp.